Manufacturer narrative:
Radiographic image assessment: 8 panel image ap/ lateral x-rays coronal and saggital CT view demonstrate collapse of l4-5 interbody shaft and paucity of bone in interbody space. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with spacer in l4/5 transforaminal lumbar interbody fusion. It was reported that after the tlif procedure, the cage has collapsed. Sincethe patient is not exhibiting any symptoms, it has been decided to monitor the situation as it is. The physician mentioned that more torque should have been applied. The surgery was performed in (B)(6) 2025, but imaging every 3 months postoperatively shows that the cage is gradually collapsing. There was no patient symptom reported. There were no further complications reported regarding the event.